Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the device pocket site. The whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition during and post procedure. Related manufacturer reference number: 2017865-2019-10641, related manufacturer reference number: 2017865-2019-10642, related manufacturer reference number: 2017865-2019-10645.